Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus field service engineer (fse) has been dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary report from an olympus field service engineer (fse), there were the following issues observed during the on-site visit: visibly high water level resulting in error e05 during final moments of the rinse cycle. Found that the drain hose was routed above the water supply line, which exceeded the recommended drain height of 23 inches. Removed the drain hose from above the water supply line and returned it to resting on the floor. Performed 3 test cycles and could no longer duplicate the issue. Issue is resolved.

Event description:
It was observed that during the device evaluation that the endoscope reprocessor had an e05 error message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, definitive root cause could not be identified, however it was presumed from the investigation results that since the user did not read IFU carefully, they lacked knowledge on installation height of drain hose, causing the suggested event. These suggested events are detectable and preventable by handling device in accordance with the following IFU. 4.3 installation conditions drain conditions. The top of the drain hose should be no higher than 60 cm (23 in). A floor drain is recommended. 4.5 connection of the drain hose caution: install the drain hose so that its maximum height is 60 cm (23 in) or less. Otherwise, discharge failure may cause the reprocessor to malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The drainage hose was lifted while reprocessing was being carried out, which may have reduced drainage efficiency.